Event description:
My infuse was implanted during my spinal surgery, this has caused me many serious problems, including pain, major nerve damage, as well as required me to visit my doctor frequently.